Manufacturer narrative:
An actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A magnified inspection identified solvent voids around the tubing inserted on the two piece luer lock. The tubing was measured and found to be between the tolerance range. Functional testing including clear passage and pressure tests were performed and revealed a leak between the tubing and the two piece luer lock assembly. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp catheter extension sets had crack in the tubing where the larger more rigid tubing downsizes to the standard diameter tubing junction. There was no patient injury or medical intervention associated with this event. No additional information is available.